Event description:
Per the clinic, the patient experienced poor performance with the device due to the tumour growth and compression from a large acoustic neuroma. Subsequently, on (B)(6) 2026, the patient underwent translabyrinthine surgical procedure to decompress the brainstem, and the device was explanted. The patient was reimplanted with another device during the same surgical procedure.